Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb cable became hot to touch when plugged in to charge the pump. Customer's blood glucose level was 160 mg/dl. Customer used an alternate usb cable to resolve the issue.